Event description:
Information was received from a healthcare provider regarding a generator. It was reported that when handpiece was activated the fire was coming out of the tip. Site used handpiece intra-operatively for a breast case. There was a surgical delay of less than one hour. Additional information was received, sales representative (rep) confirmed that the complaint was only with one instrument and the other instrument was being requested to replace due to the fire happened. However, site pulled another device to test the generator. No reported impact on patient.

Manufacturer narrative:
H3,h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: upon receiving the device, it looked to be used with no damage. The device was decontaminated and then tested. It was found that when the device was plugged in, the fire did not appear. H6: codes b01, c19 & d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.